Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. The patient reportedly encountered an issue with blocked insulin flow in their infusion set on (B)(6) 2023. This incident occurred at least three hours after the set was inserted. The blockage was identified at the insertion site, which was located in the patient's abdominal area. No further information available.